Event description:
Patient was placed on cooling protocol. Blanketol ii was utilized. The auto mode was used and the pt set point was set to 33 deg c. The unit cooled the pt to a reading of 30 deg c; the unit did not try to warm pt but instead tried to continue to cool pt, dropping pt temperature even further. The unit was removed and the blanketol iii was utilized without further incident.